Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 1, 2017 that a wallflex enteral duodenal stent was implanted in the pyloric to the bulb part of the duodenum to treat a stenosis due to stomach cancer during a duodenal stent placement procedure performed on (B)(6) 2017. There were no issues reported during initial stent placement. Reportedly, the patient had chemotherapy after the procedure. On (B)(6) 2017, the patient was implanted with a non-bsc biliary stent during a percutaneous stent placement procedure to treat a stenosis in the central bile duct. During stent insertion, the patient complained of abdominal pain. The biliary stent was placed without issues and the patient returned to the ward. Approximately, one hour post-stent placement, it was noted that the patient¿s abdominal pain persisted. The physician believed that the abdominal pain was probably due to the gradual expansion of the newly implanted biliary stent. The patient underwent computed tomography (CT) and free air was noted. The perforation was confirmed and was located at the distal edge of the wallflex duodenal stent. Reportedly, the wallflex duodenal stent was noted to have slightly migrated towards the anal side and the distal end of the stent had been located at the curve between the duodenum bulb and descending part of the duodenum. According to the complainant, in the physician¿s assessment, the wallflex duodenal stent contributed to the perforation. The edge of the stent made contact with the duodenal wall at a vertical angle which contributed to the perforation. Reportedly, the physician also believes that the non-bsc biliary stent might have also contributed to the perforation due to the patient¿s pain after biliary stent placement procedure. The patient was inserted with nasogastric tube, was put to fasting, and were given antibiotics and pain killer. Reportedly, the patient¿s pain has been relieved.